Manufacturer narrative:
The gown sample was received and the presence of the hole was confirmed. Evaluation of the sample indicated that the edge was hardened and a tear was present on the front of the gown at the hole. This might have resulted from a melted portion of the material that hardened and when removed, a hole resulted. No exception was recorded in the device history record, and no abnormality (that could result in the issue) was observed during the manufacturing process. Review of the complaint history indicated this type of failure is an isolated incident. The root cause could not be determined from the investigation. The complaint information was shared with the relevant sectors for their awareness, and a refresher training was conducted with the folding operators. We will continue to monitor complaints for any trends regarding this type of incident.

Event description:
A 2-3 cm circular hole was discovered in the front midsection of the gown the surgeon was wearing while performing a total knee replacement surgery. The surgeon gave the patient an extra dose of antibiotics due to the hole in the gown.